Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. The helix will not retract due to the distorted and fractured coil in the conductor. This is caused from over turning. The lead was returned with the helix extended. It was also noted that there was blood/body fluid on the distal conductor and the helix/lobe mechanism.

Event description:
It was reported that lead was positioned and the helix was extended, the lead needed to be repositioned and the helix would not fully retract. The lead was replaced. No patient complications have been reported as a result of this event.